Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho-tri-cyclen from 2007 to 2008 and marena in 2006. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced abdominal pain lower ("pain: lower belly/feels like glass"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced ovarian cyst ("cyst on one ovary"). In 2016, the patient experienced mood swings ("mood swings"), migraine ("migraines/comes on either before or after my periods") and headache ("headaches/comes on either before or after my periods"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen, tramadol and surgery (ablation in (B)(6) 2013). Essure was removed. At the time of the report, the menorrhagia, vaginal haemorrhage, alopecia, mood swings, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, ovarian cyst, abdominal pain lower, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not underwent essure removal but currently planning essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2015: cyst on one of the ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: the case is incident. Reporter information was added. This case concerns 32 year old patient. Her demographic was updated. Historical medications were added. Lab data was added. Essure indication was amended. Her treatment medications were added. Previously reported unspecified event injury was updated to more specified events: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety, migraines/comes on either before or after my periods, headaches/comes on either before or after my periods dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cyst on one ovary, pain: lower belly/feels like glass,, fatigue, weight gain, hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.